Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had intended to deliver an extended bolus (50% now, 50% later); however, the customer inadvertently delivered the complete bolus (2.94 units). The customer's blood glucose (bg) level was 163 mg/dl. To cover the bolus that was delivered, the customer consumed food and a temporary lower basal rate was set for 1 hour. The contact stated that glucose tablets were available if needed.